Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, d9, h3, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the keypad controller pcbd. The unit passed all functional and safety test in accordance with the manufacturer's specifications. The failure analysis and testing dept. Received pcb, keypad controller serial number (B)(6) with a reported unit failure of, electrical test fails code #120. The failure analysis and testing dept. Performed a visual inspection and observed a white residue, on pcb, keypad controller (B)(6) which is consistent with saline. Due to the saline damage and the risk it poses, the fat dept. Cannot investigate this complaint any further. Probable cause of electrical test fail code #120 is the saline spill. Retaining the board in the fat dept.

Event description:
It was reported by customer that prior to use of cs100 intra aortic balloon pump, there was a display of electrical test code 120. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is - (B)(6) medical center. A supplemental report will be submitted upon the completion of investigation.